Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was shocked 16 times due to oversensing. It was also reported that the lead was unable to capture. The lead remains in use. No further patient complications have been reported as a result of this event.